Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 8 instances of disconnection (lot#ngjy2597) as shown in the previous email, since they began tracking on (B)(6) 2025, but according to their staff that had been an issue for a while. In addition, they had 2 instances where the staff report that the tubing seemed to have a cut or tear and once drainage was in the tubing, it leaked onto the bed. They did not use hemostat or any other device that could compromise the tubing. That was from sunday night.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 3 photo samples: 1) top view of tubing with portion of tubing circled. 2) top view of evacuator used for the reported event. 3) top view of y-connector secured with medical tape. Due to the condition of photo sample, the reported cannot be replicated therefore reported event is inconclusive. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had 8 instances of disconnection (lot#ngjy2597) as shown in the previous email, since they began tracking on (B)(6) 2025, but according to their staff that had been an issue for a while. In addition, they had 2 instances where the staff report that the tubing seemed to have a cut or tear and once drainage was in the tubing, it leaked onto the bed. They did not use hemostat or any other device that could compromise the tubing. That was from sunday night.